Event description:
An licox oxygen micro-probe developed a malfunction and was described as; the customer put in the catheter and the reading was 127. This value never fell to a normal value and it did not increase when they performed a oxygen challenge. The customer changed the monitor, he turned it on and off and it still showed a high value. There was pt contact, but no injury and it is unk whether there was a delay in the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigaton has been initiated based upon the reported information.